Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined. The issue was consistent with a customer handling issue as the customer was using non-roche reagent on the instrument which could cause carryover. The analyzer alarm trace indicated pipetting errors on the day of the event.

Manufacturer narrative:
Precision testing was performed. A general reagent problem could be ruled out as calibration and quality control were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable astlp aspartate aminotransferase results from the cobas pro c 503 analytical unit. The initial result was 96.3 u/l with a data flag. The sample was automatically repeated and the result was 34.9 u/l. The sample was tested a third time and the result was 20.8 u/l. The sample was repeated on another cobas pro c503 analyzer and the result was 21.2 u/l. It was not known if any questionable result was reported outside of the laboratory. The reagent lot number was 531706 with an expiration date of 31-aug-2021.